Event description:
During product service by a service technician, a flogard infusion pump was found to have a damaged door latch. No additional information is available.

Manufacturer narrative:
(B)(4). The device was serviced on-site by a field service technician. This is an ancillary service event. Visual inspection and functional testing were performed. Visual inspection revealed the damaged door latch. The cause of the condition was not determined. To correct the condition, the door latch assembly was replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.